Event description:
A study conducted at the german diabetes research institute reported that capillary forearm blood glucose values lag behind capillary fingertip blood glucose values by an average of 30 minutes when blood glucose concentrations are changing rapidly. The authors expressed the concern that this phenomenon led to the risk that the detection of hypoglycemia might be delayed. This study of forearm to fingertip capillary blood differences in six diabetic subjects was done with a commercially available meter (not manufactured by iml or lifescan) labeled for forearm and fingertip testing. In one of these subjects, hypoglycemic values at the fingertip were accompanied by normoglycemic values at the forearm. Similar findings were seen in two subjects tested using the one touch ultrameter. Authors state that their results raise the possibility that the delay glucose concentration changes at the forearm occur physiologically. This new information is considered relevant to an understanding of forearm testing generally; it does not reflect or suggest a deficiency in the ability of any specific blood glucose monitoring device to measure glucose levels in blood samples.